Manufacturer narrative:
Concomitant medical products: model number/catalog number: sc-2352-70, serial number: (B)(4), batch/lot number: 5018030, model/catalog description: linear 3-4 lead 70 cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patients lead placement was causing much discomfort. It was noted that the stimulation was triggering migraines and nausea. The patient underwent an explant procedure and was doing well postoperatively.